Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient's system would be explanted on (B)(6) 2010 due to an infection at the lead incision site.

Manufacturer narrative:
Evaluation: the reported infection can not be confirmed through testing. Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the infection could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.